Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture during a routine follow-up. A chest x-ray was performed and lead dislodgement was observed along with evidence of twiddlers syndrome. The patient was admitted into the hospital and later underwent a revision procedure. This product was removed from service and a new lead was successfully placed. This product is not expected to be returned.